Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr=1.7, second test inr=1.8. First test inr=2.2 (last week), second test inr=1.8 (today).

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr=1.7, second tests inr=1.8 (same date). Mean=1.75; sd=0.07; %cv=1.04%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user: first test inr=2.2 (last week), second test inr=1.8 (today). Mean=2.0; sd=0.28; %cv=14%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. The time interval between 2 tests was >3 hrs. Per tr0150, the comparison considered invalid.